Manufacturer narrative:
The device was received for evaluation. During visual inspection, the product feels wet. The set: including dialysate and blood sides along with the ports, underwent leak testing, and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported an external fluid leak was observed originating from the filter of a polyflux 14l set during priming. There was no patient involvement. No additional information is available.